Event description:
The intra aortic balloon was inserted into the pt on 3/9/98 at 9:00 p.m. And removed on 3/12/98 at 7:30 p.m. The intra aortic balloon did not malfunction. A vascular surgeon was consulted. The pt had a transfusion,deep vein thrombosis, major ischemia and removal of the intra aortic and surgery was required. The intra aortic balloon was not returned to datascope. (Event complications: transfusion/deep vein thrombosis, major ischemia/surgery) required-reported 3/8/99. (Pt's current status: discharged -reported 3/8/99.)